Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The staple guide was not received, though the instrument shell showed proper welding marks. The correct anvil of the instrument was returned and observed to be not tilted and separated from the instrument. There were no cuts in the mylar ring or in the cut ring. A representative staple guide was applied and acceptable results were obtained as expected. The knife blade completely cut the test media and the staple line was properly placed. Marks were found on the splines, indicative of expected components rubbing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication an intact cut ring may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a unreported condition of a disengaged staple guide that has no relationship to the reported condition. Replication of the disengaged staple guide may occur due to mishandling of the device or if the device was fired over thick tissue. No further actions have been deemed necessary at this time. Based on the evidence available the reported conditions of staple line was bleeding and poor staple formation were confirmed; however, the reported condition of attaching the wrong anvil could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a subtotal gastrectomy procedure, when the stomached was anastomosed, there was a poor staple formation. It was also noted that there was staple line bleeding and an improperly matched instrument and anvil combination had been used. The issue was resolved by manual suturing of the anastomosis.